Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the resolution to the reported event was to use another fenestrated bipolar forceps to complete the procedure. No fragments fell into the patient. The procedure was completed robotically with no patient injury or death. No patient demographics were provided.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team on (B)(6)2022. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found that the instrument was found to have a broken grip cable at the distal end. The root cause of broken- distal instrument grip cables was attributed to a component failure. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. This failure was most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument failed the electrical continuity test. The root cause was attributed to the mishandling/misuse. The fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4)) was last used on (B)(4) 2022 on system sk2196 with 3 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the instrument had thermal damage between the grips. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.